Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a bipolar low impedance warning. It was noted that both right ventricular (rv) lead and right atrial (ra) lead were found to be pulled back on chest x-ray, and the implantable cardioverter defibrillator (ICD) had dropped in the pocket pulling the leads back. The ICD was deactivated and reprogramming of the leads was done. No patient complications have been reported as a result of this event.